Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, it may not require intervention or it may require intervention. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the stenosis and motion restriction remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article entitled "first experience with transcatheter valve-in-valve implantation for a stenotic mitral prosthesis within the united states" in jacc cardiovasc interv. 2012 may;5(5):e13-e14. Within the article, it was identified that an unknown model mitral valve was disabled via a valve-in-valve procedure after an approximate implant duration of 6 years due to severe stenosis and leaflet with restricted motion. A 26-mm transcatheter valve was implanted with appropriate positioning. As reported, the patient was then taken to the operative suite for mvr via a right anterior thoracotomy; however, the surgery was aborted because of profound adhesions with obliteration of the pericardial space and patient intolerance to single lung ventilation. Consequently, the patient was brought to the cardiac catheterization laboratory for transcatheter valve-in-valve (viv) implantation in the mitral position.